Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 190 mg/dl. Customer stated that the pump fell out of his hands 2 times and pulled the tubing. Customer stated that he has a hole in his pants and it did not hit the ground. Customer pulled the tube and caught it. Then the dark circle came on the screen. Customer hit act to bolus and received a no delivery alarm. Customer was advised to change out the set. Customer stated that he will change out the set and then hung up. No further assistance needed.